Event description:
It was reported that this lead was an attempted lead due to difficulty in positioning and helix breaking off during procedure. It was noted that during lead insertion, the physician experienced difficulties to position. The physician opted to remove the lead. While extracting the lead, the helix fractured, and the physician opted to abandon the piece in the patient. The physician extracted the rest of the lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The unretrieved device could not be addressed by returned product analysis since the helix looked undamaged under microscope review laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted lead due to difficulty in positioning and helix breaking off during procedure. It was noted that during lead insertion, the physician experienced difficulties to position. The physician opted to remove the lead. While extracting the lead, the helix fractured, and the physician opted to abandon the piece in the patient. The physician extracted the rest of the lead and successfully replaced it with a new lead. No additional adverse patient effects were reported.